Event description:
Fourteen hours post asd closure, patient experienced chest pain and change in vital signs. It was recognized immediately there was a high probability for the known complication of erosion of the superior rim of the atrium through to the aorta, resulting in hemorrhage.